Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received that the patient, whose ventricular assist device (vad) course has been complicated by both recurrent gastrointestinal (gi) bleeding and recurrent neurologic events, presented with another episode of gi bleeding. Inr was 3.3. The patient required a blood transfusion and was hospitalized in the intensive care unit. Capsule study found fresh blood in the cecum and right colon. A colonoscopy revealed two non-bleeding angioectasias and a non-bleeding cecal ulcer.  The patient was treated with medication. Anticoagulation therapy was successfully resumed prior to discharge. No further information was available. The available information suggests the vad remains in use. No further patient complications have been reported as a result of this event.